Manufacturer narrative:
Added information regarding the data provided by the customer, and that the sample from the patient that received IV fluid was not identified. Patient data was not provided in the initial MDR. This follow-up 1 is a correction to the initial MDR to provide the patient data.

Manufacturer narrative:
Quality control was performed prior to the event was within the laboratory-established ranges. Recalibration resolved the issue and service was not initiated. The investigation identified the system was calibrated just prior to the event. The event was consistent with calibrators and controls that may have been poured into cups, but not run right away, allowing for evaporation prior to calibration. Whether the operator allowed the calibrators and controls to evaporate has not been confirmed. The failure mode is unknown. There is no evidence of system malfunction.

Event description:
The customer reported one patient received IV fluid (content and amount unknown) after a false low sodium test result was reported out of the laboratory. The false low test result was generated using a unicel dxc 600 synchron system. The IV fluid was discontinued when the test result was amended with a higher sodium result. There was no report of death or serious injury associated with this event.

Event description:
The customer provided data for 59 patient samples with erroneous low sodium test results. The customer did not identify which sample was associated with the patient that received IV fluid.